Event description:
Boston scientific crm received information that during routine evaluation today this right ventricular (rv) lead displayed high pacing threshold measurements of 3.5v and the patient is pacemaker dependent. The programmed rv outputs are 5v at 1.0ms. The threshold measurements were 1.1v at initial implant, and 2.5v was observed at six weeks. Loss of capture was observed in association with the high threshold measurements, but no adverse patient effects were reported. The lead was subsequently explanted and replaced. The physician later commented that this patient had a silent myocardial infarction which caused scarring in the area of the lead tip which directly caused the high threshold measurements. This product was explanted and has not been returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality document associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.